Manufacturer narrative:
Additional information section: b.7, h.6. Advanced bionics considers the investigation into this reportable event as closed. The revision surgery has been postponed indefinitely. The recipient is using the device and will continue to be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: b3, d6b & h6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittencies and decreased performance. External equipment was exchanged, and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.